Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined that the silicone insulation was peeled off at the tip from the cold jaw support. The peeled silicon was not returned. The heater wire was slightly flexed away from the tip of the hot jaw. The wire still remained in place at the base and tip of the jaws. Tissue and char buildup was observed on the jaws. Based on the returned condition of the device the complaint was confirmed for both the reported failure ¿peeled¿ and analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulated tip broke in the patient during procedure. The piece was retrieved without a counter incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulated tip broke in the patient during procedure. The piece was retrieved without a counter incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.